Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 8 infusion set leakage event from 24-may-2024 to 06-jun-2024. The infusion set was in use for 24 hours. The leakage was at site. The glucose level was 300 mg/dl. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR device 2 of 8.